Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed, that the right ventricular (rv) lead was oversensing sensing noise. No interventions were taken. The patient condition is stable but will continue to be monitored.